Event description:
It was reported that the device had two access doors that would not latch/lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.